Event description:
It was reported that the 9900 system required multiple boot attempts to complete boot up. Once booted the case was completed as planned. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded the software. The system was tested and found to be working as intended, and placed back into service.